Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have experienced several high blood glucose levels and while trying to bolus, they noticed air bubbles in the infusion set. Troubleshooting for high blood glucose was performed. The customer's blood glucose level at the time of the incident and during the call was 304mg/dl. The customer also reported blood glucose levels of 288mg/dl and 271mg/dl and a low of 58mg/dl, which they treated with a soda. The customer stated that there were three air bubbles in the infusion set tubing the size of quarter of an inch. Troubleshooting for high blood glucose was stopped and troubleshooting for air bubbles was performed. The customer noticed the air bubbles during therapy. There were no leaks in the connection between infusion set and reservoir. The customer did not let the insulin warm up to room temperature. A fill cannula process was performed to remove the air bubbles. The customer was unable to remove the air bubbles and was instructed to change the set. No products will not be returned for analysis.